Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after an angioplasty procedure. It was reported that one day following the procedure and successful placement of the clip of the starclose se device, the patient stated they were allergic to nickel. No symptoms were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.